Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician broke the handle to release the capsule. The physician verified that the capsule was attached to the esophagus before the pt left but when the pt returned 48 hours later, the capsule had dropped off into the sb. The pt was not injured following the procedure.